Manufacturer narrative:
This MDR was initially reported on 12/16/25 under the incorrect manufacturing site. The MDR number was 9710602-2025-04103. This MDR is being filed to correct the manufacturing site. A supplemental MDR #1 will be filed under 9710602-2025-04103 to note the correction. The customer declined service. No repair information available. Block a: no report of patient involvement. Legal manufacturer: hcs madison 3030 ohmeda dr, USA madison, wi 53718.

Event description:
It was reported that there was a malfunction resulting in insufficient o2. There was no patient involvement.